Event description:
In 05- 30 minutes prior to end of routine hemodialysis, pt complain of abdominal cramps and nausea. Bp noted to be elevated as usual. Discharged with no acute symptoms. Several hours later, pt went to e.d. For htn and chest pain. Pt treated for htn and left ama. Bloodwork done in ed was found to be hemolyzed. Next day pt presented back to e.d. With abdominal pain and nausea. Hemolysis confirmed. Pt's hgb remained stable and did not require transfusion. Three days later pt discharged from hospital.